Event description:
During an in clinic follow up, increased capture threshold which resulted in loss of capture was observed on the left ventricular (lv) lead. An x-ray imaging was performed and the lv lead was found dislodged. Reprogramming was performed to resolve this event. The patient was stable: however they were experiencing shortness of breath and will continue to be monitored.